Event description:
On (B)(6) 2018: mrs. (B)(6) was driving the scooter up a slope, and then she drop down curb. It caused her right arm, wrist, thumb and hand injured. On (B)(6) 2018: mrs. (B)(6) claimed to (B)(4) distributor about this accident event, and thought the scooter is faulty because she had fallen off twice. Once coming up a curb and once pushing it up the drive. On 01/22/2019: manufacturer received this report on jan./22/2019.

Event description:
(B)(6) 2018 mrs. (B)(6) was driving the scooter up a slope, and then she drop down curb. It caused her right arm, wrist, thumb and hand injured. (B)(6) 2018 mrs. (B)(6) claimed to UK distributor about this accident event, and thought the scooter is faulty because she had fallen off twice. Once coming up a curb and once pushing it up the drive. 01/22/2019 manufacturer received this report on jan./22/2019.

Manufacturer narrative:
We have received updated information from our UK distributor, their insurance company that the claim from mrs. (B)(6) has been denied.